Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were over responsive and under responsive at different times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the up arrow, down arrow and ok keypad buttons¿ response issue was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.